Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a loss of connection. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review was the share logs was performed and a pairing failure and a loss of connection were found within the investigation window. The allegation was confirmed. The root cause could not be determined.